Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was confirmed. Due to a cut and damage to switch 1, water tightness is lost. Additional evaluation findings were as follows: due to deformation, forceps control lever does not move smoothly, due to deformation of lock engagement knob, lock engagement knob rotates concurrently, due to deformation of lock engagement lever, up/down knob cannot be locked securely, due to wear of angle wire, bending angle in left direction does not meet the standard value, suction cylinder was deformed, scope cover plate was detached, distal end had a burn, due to the burn on the distal end, insulation resistance value at distal end does not meet the standard value, connecting tube had a buckling, universal cord had buckling, adhesive on bending section cover was detached, channel tube had a scratch, and the ultrasonic probe was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that switch 1 was leaking on the evis exera ii ultrasound gastrovideoscope device. No patient harm was reported with this event. Upon inspection and testing of the returned device, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.